Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately thirteen years and seven months post index procedure, a CT revealed that aneurx stent graft had a distal type I endoleak in the right common iliac artery. Per the physician, the cause of the distal type I endoleak was due to disease progression. The physician performed an intervention and extended into the patient's right external iliac artery with an endurant ii 16x10x124 limb, resolving the event. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the cause of the distal type I endoleak confirmed on the on the right iliac artery could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. Both common iliac arteries were noted to be aneurysmal with contrast seen outside both iliac limbs. It is likely that there has been disease progression; vessel dilatation. A small distal type I endoleak and a possible type iii fabric or type iii junctional separation endoleak was also seen within the mid-level of the left iliac artery. The cause of the endoleaks could not be determined; the distal type I may have also been caused by disease progression. Films during and post-intervention where a limb was implanted into the right external iliac artery were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.